Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter experienced splitting. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse gave the indwelling needle to the children, she opened the outer package of the indwelling needle and found that the tip of the indwelling needle bifurcated.

Event description:
It was reported that the bd insyte-w¿ peripheral venous catheter experienced splitting. The following information was provided by the initial reporter, translated from chinese to english: when the nurse gave the indwelling needle to the children, she opened the outer package of the indwelling needle and found that the tip of the indwelling needle bifurcated.

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, a needle pierced through the catheter tip area was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated or during the needle cover removal if not done carefully. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonconformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. H3 other text : see h10